Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer experienced consecutive cartridge alarms, and technical support confirmed the issue and decided to replace the pump.